Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and additional occlusion alarms occurred. The customer's blood glucose (bg) level was 373mg/dl and a correction bolus was delivered to address the bg level. A system check was performed using the current supplies and insulin was not observed exiting the infusion set tubing during the load fill tubing sequence; air bubbles were observed in the tubing. The customer successfully loaded a new infusion set tubing and insulin was observed exiting the tubing during the load fill tubing sequence.